Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. To resolve the issue the fse replaced the tarpon amp board at the affected location (fl1). Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier: (B)(6).

Event description:
The field service engineer (fse)reported instability of the fl1 signal during a service visit for the customer's fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.